Event description:
It was reported that during an implant procedure that was aborted due to cerebrospinal fluid leakage. It was noted that patient was placed under anesthesia. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7150885.